Event description:
Malept had tracheotomy tube replaced without any complications. Pt was discharged in good condition back home. Twenty four days later, while pt was being suctioned, the clip that holds inner cannula in place broke off and the pt aspirated it. Pt was flown to hosp where the piece was successfully retrieved.